Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B)(4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the coating on the hemopro's jaw broke off in the patient and had to be retrieved through the original incision. No additional incisions were required. A replacement unit was used to complete the procedure. During the same procedure for the coronary artery bypass, one heartstring seal did not load properly. The seal remained in the loading device after the delivery device was removed. A replacement heartstring seal was used to complete the procedure. The hospital did not report any pt complications. This report is for the heartstring seal.